Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received stuck button alarm. The customer¿s blood glucose level was unknown. Troubleshooting was done for the stuck button alarm. The customer reported that they did not press a button down for 3 minutes or longer. Customer was advised to discontinue use of the insulin pump and recommended refer to back up plan per healthcare professional's instructions. Customer was advised to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.